Event description:
It was reported to philips that the system was restarting itself, causing a delay in the procedure. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment. The procedure was aborted and arranged for another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was restarting itself. Upon troubleshooting, fse checked the error log and found windows update support in the blue display. To resolve the issue, fse replaced the suite pc. The defective suite pc was returned to philips for failure analysis and the cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.